Manufacturer narrative:
The issue was resolved with the replacement of the worn rinse tubing.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of an issue with their cobas 8000 c 702 module. The customer first noticed a problem with the analyzer when their controls for alb2 albumin gen.2 were out of range. The customer did not provide any specific albumin patient results and there was no indication of any patients being affected by the albumin results obtained. The field engineering specialist found damaged tubing on the cell rinse mechanism that was leading to leaking into the reaction cells. He fixed the damaged tubing and observed the analyzer was functioning correctly. The customer performed calibration and qc which all was in range. The customer then repeated patient samples and provided the hdlc3 hdl-cholesterol plus 3rd generation (hdlc3) results for two patients of which both are a reportable malfunction. For patient #1 the initial hdlc3 result was 143 mg/dl with a repeat result of 39 mg/dl. For patient #2 the initial hdlc3 result was 151 mg/dl with a repeat result of 45 mg/dl. The initial results for hdlc3 were reported outside of the laboratory. The repeat results were deemed to be correct and corrected reports had to be issued. The customer was unsure if there were any adverse events and said he would not be able to find out for sure. There was no patient information provided by the customer. The hdl-cholesterol reagent lot was 200769 with an expiration date that was requested but not provided. The samples were aliquoted by a modular pre-analytics system.